Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that post stenting of the 1st obtuse marginal with a xience v stent; a small proximal edge dissection was noted. The dissection was treated with the implantation of a second xience v stent. There was no further pt effect reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident info. Dissection, as listed in the xience v instructions for use (IFU) and risk management assessment matrix, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel requiring add'l intervention. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.